Manufacturer narrative:
H3: the pipeline flex shield braid was returned within a plastic tube; inside of a biohazard bag and a shipping box. There was no pusher returned with the braid. When compared to the drawings the distal end of the pipeline flex shield braid was not opened due to damaged braid. The proximal end of the braid appeared to be opened and moderately frayed. No other anomalies were observed. Based on the returned device, the pipeline flex shield was confirmed to have failure to open at the distal end as the distal end of pipeline flex shield braid was not opened due to damaged braid. The proximal end of the braid appeared to be opened and moderately frayed. The damage to the braid on the ends of the pipeline flex shield is likely the results of the physician re-sheathing the device more than recommended two times. It is likely that the patient tortuous anatomy may have contributed to the failure to open issue. There was no non-conformance to specifications identified that led to the failure to open. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex shield embolization device has successfully expanded, deploy the remainder of pipeline flex shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex shield embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex with shield has been returned and analysis is pending. A follow-up MDR will be submitted when the investigation is complete. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in section brand name: pipeline flex with shield technology, model number: ped2-450-18. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that pipeline flex with shield technology device (ped) did not open during a procedure. The patient was undergoing embolization treatment for a small unruptured saccular left aci aneurysm, measuring 8mmx6mm, landing zone distal 3.9mm proximal 4.6mm. The vessel was observed moderately tortuous. The pipeline and any accessory devices were prepared as indicated in the IFU. It was reported that the ped introduced using a distal access catheter and microcatheter. Microcatheter was launched in the proximal straight m1 segment. In the m1 segment ped was partially set free for initial configuration /partial shortening and to push away the sleeves covering the distal end of the stent. When unsheathed more than 30%, the ped did not open at all. Then ped was completely resheathed to push away the sleeves with the microcatheter. Also, in the next attempt ped did not open. Ped was removed and replaced by another ped to complete the procedure. There were no patient symptoms or complications associated with this event.